Manufacturer narrative:
The device was received for evaluation. During functional testing, "speaker is defective' was found as no audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had defective speaker. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.